Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received.

Event description:
It was reported that patient had pain at ipg pocket site. Surgical intervention was undertaken wherein the ipg was explanted, replaced and ipg pocket side was repositioned. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.